Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. During inspection and testing, the foreign material could not be identified. Based on the results of the investigation, the foreign material may not have been removed because of insufficient reprocessing and leaking at the suction connector. However, a definitive root cause could not be determined. This issue is addressed in the instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Light cover glasses chipped, light cover glasses adhesive worn, optical cover glass scratched, optical cover glass adhesive worn, distal end adhesive lifting, bending section cover leaking, identity badge missing, no.1 button worn, suction-connector water leakage, blurred image, up/down and right/left angle not to specification, and up/down and right/left angle play evident. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that during maintenance the evis lucera elite colonovideoscope had air/water leakage from the insertion tube/bending section. During the repair process of the device, there was white contamination evident in the j channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.